Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, all measurements were in normal range when it was initially placed in the atrium. The physician then slowly rotated the helix to fix it into the tissue. It was noted that after 10 rotations, the helix did not extend. The stylet was slightly pulled out of the lead and then the helix was attempted again; however, the helix still did not extend after 10 rotations. The field representative asked the physician to try 8-10 rotations with the lead inside the ventricle without fixing it into the heart wall. The physician performed this and the helix still would not extend. The ra lead was extracted and successfully replaced with another one of the same model to complete the procedure. No adverse patient effects were reported.